Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, was confirmed and a b30 was noted due to a poor plug unit. In addition, an e216 was observed when the device was angulated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the screen turns black when using the evis lucera elite bronchovideoscope. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: failure of plug unit by handling below earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. B) movement of ccd (charged coupled device) cable in the subject device became poor, causing the ccd cable to misalign, kink or break. The instructions for use (IFU) operation manual states the following: IFU (operation manual) states as follows: "important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.". Olympus will continue to monitor field performance for this device.